Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that serter was not inserting infusion sets correctly causing no delivery which caused high blood glucose of 500 mg/dl. Customer reported to have wasted four to five insulin sets as a result. Customer was advised that serter and infusion sets would be replaced.